Manufacturer narrative:
Product has not been returned. Strip lot number is unknown. Unable to perform complaint history check or batch history review. Will continue to monitor.

Event description:
Consumer reported hospitalization after using the pump and meter combination. Was admitted to the hosp with low blood sugars and was treated with glucose injections. Patient acknowledges inexperience using the pump and meter and might have used it incorrectly.